Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our brazilian affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by right transfemoral approach, it was not possible to advance the commander delivery system with crimped valve through the 14f esheath+ and it got stuck in the light blue housing/partially expandable part. The devices were removed as a single unit. A second kit was used, and the procedure was completed without further issues. No patient injury occurred and patient was stable post-procedure. As per returned devices, it could be observed that the esheath+ hdpe material was separated and got stuck within frame struts of crimped valve.